Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an unspecified procedure a balloon rupture occurred. The target lesion was located in a very calcified unspecified artery. A 3 x 120 x 150 sterling sl otw balloon was inflated and a rupture occurred. The number of inflations and to what atms is unknown. The patient status is listed as 'fine'.